Manufacturer narrative:
Correction: component code update.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited inappropriate therapy due to blanking of p-waves. Programming changes were successfully implemented. The patient was stable.